Event description:
A customer reported that a system message was displayed prior to a surgical procedure. The staff was unable to clear the system message. The pt had received a peribulbar injection, however, no incision had been made. The surgery was not performed. Additional info has been requested.

Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).